Event description:
It was reported that the patient was experiencing pocket pain and inadequate stimulation. It was also reported that the ipg may have turned or flipped. Physical exam shows that ipg was sensitive to touch especially right over the site. There was protrusion coming from the lateral side of the ipg that was easily visible and palpable. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.